Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had inaudible alarms from external speaker. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Correction b4: event date. D4: UDI. G4: 510k. A philips remote service engineer (rse) spoke to the customer, and the customer advised that the clinical staff installed hospital supplied external speakers on pic ix computer, and the sound was restored. Hospital it department investigated the issue on 06may2024 and installed the original philips supplied external speaker on the pic ix computer, and the alarm sounds were audible. Hospital it department was unable to reproduce fault. The rse remoted to customer site via philips remote services (prs) and checked the configuration. The rse confirmed that the external speakers were set to default and disabled other sound devices. The rse checked the pic ix logs and clinical audit trail and confirmed that alarm events were present in the logs and displayed user interactions as ¿acknowledged¿. The customer requested onsite service for evaluation of computer hardware components. A philips field service engineer (fse) went onsite and verified operation of speakers and pic ix system. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.